Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the unit and verified the power breaker tripped. The cse replaced the power supply, and turned on the power. The unit power on self-test (post) appeared to pass, but breath delivery unit (bdu) post seemed to hesitate before completion. Error logs were checked, and there were error codes in the system log. Subsequent posts passed, with information log exhibiting error codes. The cse replaced the bdu central processing unit (cpu) printed circuit board (pcb), and re-installed the software. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in (B)(6) that an 840 ventilator became inoperable. There was no patient involvement.